Manufacturer narrative:
The device was returned to the manufacturer and detailed investigation was performed. The device successfully passed all functional tests. Review of the device system log confirmed that the patient had previously and successfully deferred alarms. During the reported event, the system log shows the patient attempted to cancel the shock but did not actuate both buttons simultaneously for the extent required to trigger deferral. Based on the totality of the investigation findings, including functional tests and system log data, the device did not malfunction.

Event description:
The patient's doctor notified element science territory manager on (B)(6), 2026, that the patient had received a shock and went to the ER. It is reported at the time of the event, patient was walking back from the restroom early in the morning. They heard the jewel alarm and audible notification that the device was preparing to deliver a shock. They were unable to defer and received a shock. The patient went to the ER and it was reported there was no patient injury. Patient was observed overnight and then released from ER.